Event description:
It was reported that a registered nurse at the facility was removing the strykeflow2 without tip from the case and they noticed a few hair strands inside the case. It was further reported that one of the strykeflow2 without tip had actual piece of hair inside the seal of the container. It was further reported that discovery of the hair stands did not occur during any case, thus, there were no reports of any adverse consequences.

Manufacturer narrative:
Additional information will be provided once investigation is completed.